Event description:
During an initial implant procedure, the tip of the right atrial (ra) lead was visually observed to be cracked and insulation damage was alleged. The cause of the event was suspected to be due to the procedure. The ra lead was explanted and replaced to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported event of "distal portion of the lead had a cracked appearance on the insulation" was confirmed. As received, a complete lead was returned in one piece. Visual examination found the soft tip was cracked/damaged. The cause of the reported event is consistent with procedural damage.